Event description:
It was reported that there was no pre-dilatation done during a heavily calcified non-tortuous iliac artery stenting procedure. An absolute pro (10x30) stent delivery system was deployed and during post-dilatation the fox plus balloon ruptured at 9 atmospheres (atm). There were no adverse patient effects or no significant delay in the procedure noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.